Manufacturer narrative:
Other applicable components are: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient who was implanted with a neurostimulator for lumbar radiculopathy and spinal pain. It was reported that an explant surgery was performed on (B)(6) 2017. The manufacturer representative did not see the patient before the procedure. During the explant, it was noted that the last electrode would not come out. The last electrode was severed and remained in the patient. The rest of the stimulation system was removed. It was clarified that the lead was partially explanted. The explanted portion was discarded by the customer and would not be returned for analysis and would not be replaced in the future. The issue was not resolved on the day of the report ((B)(6) 2017). Patient status was confirmed to be alive with no injury. Patient weight and medical history were asked but unknown. No further complications were reported.